Manufacturer narrative:
Updated data: h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a bicuspid aortic valve. As stated in the instructions for use (IFU), adequate predilatation can help reduce the need for post dilatation and may mitigate the occurrence of infolding. Predilatation is specifically recommended prior to implantation in the following situations: moderate-severe calcification; bicuspid anatomy; size 34 mm valve. In this case, it was reported that a pre dilatation was not planned. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the IFU, if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the misload was not identified and the valve was attempted to be implanted which resulted in an infold during the deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. In this case, the infolded valve was released. A post implant dilatation was performed with the intent of resolving the info ld, which caused the valve to dislodge aortic mid balloon inflation. Subsequently, the dislodged valve was snared, and a second valve was implanted resulting in possible trace aortic regurgitation/paravalvular leak on final angiogram. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012659409); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012728270); product type: 0195-heart valves; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29 valve, the patient had a bicuspid type 1 valve with a perimeter of 80.7 millimeter (mm). A gradient of 22 millimeters of mercury (mmhg) was reported and the physician decided to not perform a pre-implant balloon dilation as recommended. During deployment, the valve infolded at 80% deployment and the medtronic field representative had recommended removing the valve and loading a new valve. The implanter decided to deploy the valve and see if the valve would unfold an perform a post balloon dilation if needed. The valve was infolded on final release and a post balloon aortic valvuloplasty was performed using a 25mm numed balloon, the valve unfolded but subsequently dislodged at the last second. A new valve was then loaded using a new delivery system, and the first valve was snared. The new valve was deployed using the cusp overlap technique, resulting in a trivial-mild leak in the left coronary cusp. The patient remained stable throughout the procedure with no conduction changes noted. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that during the valve implant, the valve dislodge aortic. After the valve dislodged, it was positioned in the ascending aorta. A non-medtronic guidewire (safari) was used during the procedure. Per the physician, the patient's bicuspid anatomy contributed to the valve dislodgement.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.